Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the batch was reviewed; no abnormalities were found during the DHR review, and the product was released according to the manufacturer's release criteria. There has been one similar complaint in the lot. (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that three years following a glaucoma shunt implantation procedure in a patient's left eye, the plate section of the shunt was observed to be exposed and the conjunctiva was torn. The patient's intraocular pressure (iol) had increased, and it was also confirmed that there was no flow of aqueous humor; the surgeon suspected that the shunt was clogged. It was noted that the shunt had been visible though the sclera two years after implantation. A shunt explant procedure was performed with implantation of another intraocular pressure-controlling glaucoma implant, intraocular lens implant, and scleral transplantation. The patient was hospitalized from (B)(6) 2017. The patient's symptoms have since resolved.

Manufacturer narrative:
During initial inner illumination inspection, the shunt inner lumen was found blocked. After device cleaning the blockage was removed. Both this complaint and the similar complaint from the lot were confirmed, and for both of them there were no indications for manufacturing related factors that could have caused the blockage. During production, 100% final inspection is performed, including visual inspection and inner illumination. If a blockage were to be noticed, the product would have been rejected. For that reason, one may conclude that the blockage was formed after the product left the manufacturing plant. The root cause is inconclusive, since the blockage could have been caused by many different variables after the clinical procedure. The blockage does not seem to be product related, since after cleaning the device the blockage was removed. Therefore, there is no evidence for an inherent defect that might have caused the event. The manufacturer internal reference number is: (B)(4).